Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was using the tandem charging cable and wall adapter during the incident. Customer technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging. No additional corrective actions or outcomes from technical support were mentioned.